Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: six unused samples were returned for evaluation, three from lot # 6124793 and three from lot # 6187539 (lot # 6187539 was not reported as a potential lot # for this incident. A device history record review was not evaluated, however, there were no related quality notifications. Three of the returned tubes were draw tested. The tubes tested between 3.98 ml and 3.99 ml which is within specification limits. There was no stopper pull out, creepout, or popoff observed during the draw testing. All tube height was within specification of no greater than 3.248. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the stopper of bd vacutainer® plus plastic whole blood tube pulled out after a blood collection causing blood to spill down the front of a nurse's uniform. There was no report of blood exposure to mucosal membranes, injury, or medical intervention.